Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification, heavy tortuosity and 80% stenosis. The dragonfly opstar imaging catheter was advanced to the lesion with resistance noted but was able to cross the lesion and perform pullback. A dissection was suspected to be caused by the dragonfly and a diamondback 360 coronary orbital atherectomy device (oad) was used to perform orbital atherectomy. There was a clinically significant delay in the procedure due to the dissection and unspecified treatment and the patient was unstable and symptomatic throughout the procedure. The patient experienced cardiac arrest and expired. It was indicated dragonfly opstar imaging catheter was advanced to the lesion with resistance noted with the anatomy but was able to cross the lesion and perform pullback. A dissection was suspected to be caused by the dragonfly. The delay in the procedure was due to the dissection and treatment with ballooning and stenting. The cardiac arrest was treated with manual cardiopulmonary resuscitation and defibrillation and the patient was unstable and symptomatic throughout the procedure.

Manufacturer narrative:
Correction: h6 (code 4641 added).

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification, heavy tortuosity and 80% stenosis. The dragonfly opstar imaging catheter was advanced to the lesion with resistance noted but was able to cross the lesion and perform pullback. A dissection was suspected to be caused by the dragonfly and a diamondback 360 coronary orbital atherectomy device (oad) was used to perform orbital atherectomy. There was a clinically significant delay in the procedure due to the dissection and unspecified treatment and the patient was unstable and symptomatic throughout the procedure. The patient experienced cardiac arrest and expired. It was indicated dragonfly opstar imaging catheter was advanced to the lesion with resistance noted with the anatomy but was able to cross the lesion and perform pullback. A dissection was suspected to be caused by the dragonfly. The delay in the procedure was due to the dissection and treatment with ballooning and stenting. The cardiac arrest was treated with manual cardiopulmonary resuscitation and defibrillation and the patient was unstable and symptomatic throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient harms including cardiac arrest, vascular dissection, delay to treatment and death appear to be related to operational context. In this case, it is possible that the cardiac arrest, vascular dissection, delay to treatment and death are due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H10: the dragonfly opstar imaging catheter referenced in b5 is filed under separate medwatch report number.